Manufacturer narrative:
The mayfield modified base unit (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation was unable to duplicate slippage. When the unit is properly positioned and locked down, it did not move. Other than a missing end cap, the unit passes all specific functional testing. General maintenance and cleaning were performed. Root cause - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The unit passes all specific functional testing, and the handle passes all functional testing for pressure. The probable root cause is use error. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that there was a slip related to transitional arm connection on the mayfield composite series base unit (a3101). No information on patient injury or surgical delay has been reported. Additional information has been requested.